Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2018-00172.

Event description:
This report is 1 of 2. A customer reported that on an unspecified date, an a1059 mayfield modified skull clamp had an excessive movement. There was no patient injury and delay in surgery due to the product problem. Additional information received on 06aug2018 indicated that there was no patient involvement reported.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. The unit received with the lock having both rotational and lateral movement and a residue buildup is present. The a1059 was manufactured in 2007. This device exceeds its expected life of 7 years. Service history: (B)(4). The reported complaint was confirmed.